Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge during use on a pt. The customer was using expired pads. The pads were replaced and a shock was successfully deliver. After delivering the shock, artifact in the ECG signal was noted. A second mrx was used and the signal did not show artifact. The involved pt died. The impact of the device behavior and pt outcome has not yet been reported by the customer.